Event description:
The customer reported that their central nurse's station (cns) is not producting any audio alarm sounds. He did state that the light on top of the unit blinks as intended. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not producting any audio alarm sounds. He did state that the light on top of the unit blinks as intended. No harm or injury was reported.